Event description:
The affiliate reported: the original device was implanted via v-p shunt on (B)(6) 2013. The revision surgery was conducted on (B)(6) 2014, since the pressure could not be changed. The setting pressure at both implantation and revision was unknown. The device was replaced to the same new product (B)(4), whose setting pressure is not reported.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, the valve was visually inspected and a needle hole was noted in the silicone housing by the titanium needle stop as well as biological debris on the cam mechanism. An occlusion was noted at the inlet of the ruby ball. Further examination of the valve revealed the presence of biological debris within the device. This biological debris caused the returned valve to fail the programming and pressure tests and it appears to have caused the difficulty encountered by the customer. Review of the device history record confirmed the valve met specification requirements when released to stock. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.